Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during lead repositioned procedure (repositioned for unknown reason), the screw driver could not be inserted into the set screw of the implantable pulse generator (ipg). The ipg was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the lead was an right ventricular (rv) lead which was repositioned due to the fact that it dislodged after the implant and was repositioned three days after the implant.